Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and low out of range pace impedances of less than 200 ohms. The noise was oversensed and resulted in pacing inhibition, but no asystole. The ra lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.